Manufacturer narrative:
Received five 138104 in unopened original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal however, the device was encroaching into the seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal on one of the five packages. Root cause cannot be determined, however, based upon a completed review of the manufacturing process, it indicated that a possible cause of this event could be due to a worn-out belt. A two-year lot history review was conducted and found a total of 5 devices for this lot number. A device history record review found a quality excursion report related to the reported event. This report was reviewed during manufacturing and determined that further action is not needed. A two-year review of complaint history revealed there has been a total of 270 reports, regarding 8,091 devices, for this device family and failure mode. During this same time frame 8,913,998 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be(B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before each use. Sterility guaranteed unless package has been opened, broken, or damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. . Performed a visual inspection of the device, there were no obvious signs of a breach in the seal however, the device was encroaching into the seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal this will be reported as a malfunction with potential for injury upon reoccurrence.